Manufacturer narrative:
The correct analysis results are now attached. The lead and the pacemaker were returned and subjected to a thorough analysis. Within the pacemaker analysis an interrogation of the device was properly feasible and the memory content was analyzed, indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Additionally, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The visual inspection of the lead showed deformations of the steroid collar, which might have resulted from the repeated repositioning of the lead. No further deviations were noted that might have contributed to the reported clinical observations. In conclusion, the lead and the pacemaker were fully functional. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During post op followup rv threshold was out of range and there was intermittent loss of capture. The physician repositioned the lead but the values did not improve so the physician explanted this pacemaker as well as the rv lead.